Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician was not able to advance the enterprise vrd and delivery system through the prowler select plus 150/5 cm 45 shape microcatheter (mc). The physician used another stent and microcatheter to complete the procedure successfully. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00127 and #1058196-2012-00128.

Manufacturer narrative:
The report received from the affiliate indicated that during a neurovascular procedure, the physician was not able to advance the enterprise vrd and delivery system through the prowler select plus 150/5 cm 45 shape microcatheter (mc). The mc and stent were removed from the patient and another stent and mc were used to complete the procedure successfully. There was no reported patient injury. No additional information is available. The product was returned for inspection. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received in its original position inserted in the introducer tube. The delivery wire presented no damages. The involved prowler select plus microcatheter (mc) was received in other plastic bag for analysis. Some waves were noted on the mc; however, these appear to have occurred during the handling of the device for return. The mc and enterprise system presented with no other visual damages. The ID from the mc was measured and was found within specification. No other anomalies were observed on the received units. No device damages were noted with microscopic examination. The functional analysis was performing according to procedure; the returned enterprise was introduced into the mc and it was able to go through the mc without any resistance or friction. A review of the manufacturing documentation associated with prowler select plus lot 15499223 presented no issues during the manufacturing process that can be related to the reported complaint. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10085956. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise vrd system through the prowler select plus was not confirmed with analysis of the returned devices. In addition, with review of the analysis and device history review of the devices there is no indication of any manufacturing defect or anomaly contributing to the reported event. Procedural factors appear to have contributed to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00127 and #1058196-2012-00128.